Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional info will bes submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), a strut of the cypher select plus 2.25 x 23 mm stent was noted to be missing. It is not known if the product was clinically used in the pt. There was no reported pt injury. Additional info has been requested, but is not available at this time.